Event description:
While trying to remove previously implanted hardware (non-alphatec product), the tip of the driver sheared off. The tip was retrieved from the patient. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
A2. 75. B3. 10-nov-2022. D4. Lot# 8831702. Unique identifier (UDI) # (B)(4).